Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse was setting up the IV for potassium to be administered. The IV tubing was placed in the IV channel, was hooked up to the patient, and the roller clamp was released. The channel was off and had not yet been programmed. The patient began complaining of pain at the IV site. The nurse then visualized the potassium was free flowing into the patient. The potassium was immediately stopped and the channel was placed out of service. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of free flow was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on 17 december 2024, the event time was not reported. The customer reported the pump module was powered off at the time of the incident, a review of the event logs showed the device was powered on and in use at the reported date. A review of the error logs showed no records of events at the reported date. At 12:42 am the pump module was selected, and an infusion was programmed with a rate of 75 ml/hr and a vtbi of 1100 ml. The infusion then was started. At 3:10 pm the pump alarmed for air in line for fourteen (14) seconds, the user then selected the pump module and left it in standby for one (1) minute. After this, the pump was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris dfu (v12.3.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported free flow was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a0401, a040502, a1801, g04067, g02017, g04088, c07, c0601, d01,d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the nurse was setting up the IV for potassium to be administered. The IV tubing was placed in the IV channel, was hooked up to the patient, and the roller clamp was released. The channel was off and had not yet been programmed. The patient began complaining of pain at the IV site. The nurse then visualized the potassium was free flowing into the patient. The potassium was immediately stopped and the channel was placed out of service. There was patient involvement but no harm.